Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 was ejecting cubies when user tried to recover. A field service engineer (fse) found no errors upon arrival, inspected the drawer, and reseated the rowboard cables. The customer confirmed the repair was successful, and the hardware test application acceptance test was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer ejected cubies while attempting to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.